Manufacturer narrative:
Complaint details: the customer reported that their multiple patient receiver (org) is experiencing a device failure. Investigation summary: the root cause for this issue is likely to be related to environmental factors combined with normal wear and tear due to the age of the device. It was installed at the customer's facility in 06/2010. As the device was evaluated and found to be in good working order in both tickets (B)(4), the issue of signal loss is unlikely related to a design or manufacturing deficiency of an nk device. A CAPA is not warranted. Emailed customer on 04/08/2021 for all items under the no information section. An "unknown" reply was received. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the org in question: model: zm-921pa sn: (B)(6) model: zm-531pa sn: (B)(6)

Event description:
The customer reported that their multiple patient receiver (org) is experiencing a device failure.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is experiencing a device failure. No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Emailed customer on (B)(6) 2021 for all items under the no information section. An "unknown" reply was received. Additional model information: concomitant medical device: the following devices were used in conjunction with the org in question: model: zm-921pa. Sn: (B)(4). Model: zm-531pa. Sn: (B)(4).

Event description:
The customer reported that their multiple patient receiver (org) is experiencing a device failure.